Manufacturer narrative:
Analysis was performed by onsite service personnel. The results of the analysis indicated that the horn/speaker failed and needed to be replaced. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty speaker assembly. The issue was resolved by replacing the speaker assembly. The device was returned to full functionality after repair. Based on the information available and results of additional analysis, no further action is necessary at this time. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Event description:
Philips received a complaint on intellivue mp5 indicating that the speaker malfunctioned. It was noted that the horn failed. The device was in use on a patient at time of event; there was no adverse event reported.